Event description:
The customer called stating that only the 888's came up on the screen when she pushed out a test strip. When the customer service had the customer pull out and push in the handle, the meter was blank. Customer service had the customer check for foil or loose strips inside the meter. Customer service advised the customer to dispose of the meter and was sending a replacement. The customer's daughter-in-law called back two days later because the meter had not arrived. It was supposed to be sent overnight, but was shipped 2 day and was in the sorting facility. The caller stated that a pharmacy was going to give them a kit. Customer service had the pharmacy call to facilitate the trade. The pharmacist stated that he thought the customer's blood sugar had dropped and she was hospitalized. Customer service contacted the daughter-in-law and found the customer was hospitalized for ketoacidosis because she did not have a meter to test with and as a result did not take her insulin. She was admitted with high blood sugar-437mg/dl. Customer service let the caller know that they would receive the other meter that was sent so they could have a backup meter.